Event description:
It is reported that a difficulty to cross septum occurred. During an atrial fibrillation procedure, a faradrive steerable sheath was selected. During procedure, multiple attempts were made to cross the septum with the faradrive and native dilator. Transseptal site was mid, low-mid through a thin area in the fossa ovalis. The dilator was able to cross the septum, but the faradrive sheath was not. Due to this a non-boston scientific sheath was used eventually to get across and to complete the procedure. There were no patient complications.